Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory. Analysis found the lead tip was fractured close to the distal end of the ring electrode. The fractured area of the inner coil indicates that the tip has fractured over time due to fatigue.

Event description:
The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient alarm was active for approx 3 weeks. During follow-up visit, the lead impedance had increased without ventricular capture. An x-ray showed a broken lead. The lead tip was separated from lead. The lead was explanted and replaced. The lead tip remains in patient.